Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his discontinued treatment. While removing the cassette, he observed fluid leaking into the cycler. The set was not made available for evaluation. During follow-up the patient's pd nurse reported that his effluent tested negative for peritonitis. He was not prescribed any antibiotics. No adverse event reported at this time.